Event description:
Caller updated settings, including time, personal profile, and biq/ciq, with assistance from support. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in readings above 500 mg/dl or below 54 mg/dl. Customer was advised to monitor and follow up if time discrepancy exceeds five minutes, which was understood and acknowledged.